Manufacturer narrative:
No consequences to pt were reported. Separation is not listed in instructions for use. Event is still under investigation.

Event description:
The shuttle tip got stuck during deployment. On traction, the distal 2cm of the shuttle separated only being attached to the main part by unraveled copper windings. They were able to remove it by keeping the guide wire deployed. No part of the device remained inside the pt. The pt did not require any additional procedures due to this occurrence. No adverse effects to the pt were reported due to this occurrence.